Event description:
N/a

Manufacturer narrative:
The nail splitter 5 str (40-226-ss) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were identified. The reported complaint was confirmed. The nail splitter was received in used condition with one of the handles broken off due to rough handling/environmental damage. The lot number indicates a manufacture date of 2018. The damage may have occurred due to wear over five years. No manufacturing, workmanship or material deficiency has been identified.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the nail splitter 5 str (40-226-ss) failed during use in the debridement of thick fungal toe nails. The product reportedly "failed at their hinge as can be examined and inspected the metal failed". The device was in contact with the patient; however, no patient injury occurred. It was reported that the user obtained another pair and finished the care "with only bruising" of the hand noticed later. No surgical delay was reported.